Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this electrode delivered an inappropriate shock to the patient due to oversensing of atrial fibrillation (af) with atypical morphology. Undersensing at times was also noted in the episode. The electrode was reprogrammed and surgical intervention was later performed to explant the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted only 6.6 centimeters of the terminal end was returned. Set screw marks were observed on the proximal connector in the correct location. The returned segment passed resistance testing which confirmed it was electrically continuous. The allegation made against the electrode could not be confirmed through product testing.

Event description:
Boston scientific received information that this electrode delivered an inappropriate shock to the patient due to oversensing of atrial fibrillation (af) with atypical morphology. Undersensing at times was also noted in the episode. The electrode was reprogrammed and surgical intervention was later performed to explant the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, this system was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.